Event description:
Trocar open and used on field. Upon tearing 2 disposable sleeves, trocar was found to be torn and jagged at the entrance end. Pt subsequently had tissue bleeding that required further repair.